Event description:
It was reported that at the end of back surgery the patient had cardiac arrest. At the end of the surgery as the patient was turned over it was noted that the patient was not breathing and was in ventricular fibrillation. A magnet was applied prior to the back surgery and once the patient was discovered to be in ventricular fibrillation the magnet was removed and the implantable cardioverter defibrillator delivered therapy and the patient converted. Cardiopulmonary resuscitation was performed. Review of the episode indicated that the patient was in ventricular fibrillation about eight minutes prior to the detection and defibrillation. The total time from the first high rate episode to therapy was reported as less than 30 seconds. The patient was intubated, non-responsive and transferred to the intensive care unit and death occurred four days later.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2014. Of note, the reportable serious injury (cardiac arrest ) is normally submitted via a bimonthly medwatch report submission that should have been submitted on [(B)(4) 2014]. Information was subsequently received on [(B)(4) 2014] and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).